Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, it was reported that the surgeon noticed that there was some peritoneum loss, an air or gas leaked from the seal. Another trocar was uses to complete the case. There was loss of abdominal pressure but this was gradual. There was no patient injury.